Manufacturer narrative:
H10 ? Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The event history log (ehl) was not available. The investigator was unable to reproduce the customer's reported problem; error code 45630. A root cause for the customer reported product problem was not identified. The motor was replaced in response to the reported 45630 error code however.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 45630. There was no reported adverse event.